Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, minor scratches and wear on the display window, and a missing end cap sticker.

Event description:
It was reported that customer had physical damage of insulin pump. Customer reports that display screen had cracks and scratches. Insulin pump would need to be replaced. No further information provided.